Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on with only a green dot on the video display. Complainant indicated that there was no pt involvement in the reported malfunction.